Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the inflow conduit was leaking blood during implant, despite pre-clotting the graft with react in place sealant. The surgeon reported that it was leaking from all of the openings near the silastic covering on the inflow conduit. The inflow conduit was exchanged without incident. The patient remains ongoing with the lvad.